Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Date of event is an unknown date in 2018. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on an unknown date, the drill bit broke while drilling and was left in the patient. It is unknown if there was a surgical delay due to the event. There was no patience consequence. This report is for a 1.5mm drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: additional information provided. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A device history record review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient outcome is unknown.

Manufacturer narrative:
Part 03.130.302, lot f-23023: manufacturing site: (B)(4). Supplier: (B)(4). Release to warehouse date: september 11, 2017. The device history record shows this lot of devices was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. The material was reviewed and the hardness value was confirmed to meet the specification with no non-conformance noted. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was completed: upon visual inspection a portion of the distal tip has broken off from the instrument and was not returned. The balance of the device is fair condition. No new issues were identified. The received condition does agree with the complaint description for broken and is confirmed. The cause of the issue could not be determined to be user error, misuse/abuse, noncompliance, postoperative trauma. The relevant dimensions were measured and found to be conforming. The relevant drawing(s) was reviewed. No design or manufacturing defect or deficiency was observed during the investigation. A device history review, was performed for the returned instrument¿s lot number, and no ncrs, no mrrs or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. The material was reviewed, and the hardness value was confirmed to meet the specification with no non-conformance noted. Based on the available information it is not possible to determine a definitive root cause for the complaint condition. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.